Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: did the event occur during one or multiple patient procedures? Multiple - what is the total number of procedures? 3-4 - what is the number of reported devices involved in each procedure? One per - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided -------please explain this? What are you needing? I assumed you would send return label - please provide the source or name of person providing answers to follow-up questions: (please refer to the attached email) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that an animal underwent an unknown animal procedure on (B)(6) 2025 and suture was used. It was reported per distributor that 4 sutures, needle is coming off material, coming of the wedge during procedures. No patient consequence is reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.